Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek meter. The serial number was requested but was not provided. The result from a laboratory at noon was 3.5 inr. The reagent used was requested but was not provided. The result from the meter at 4 pm was 5.0 inr. There was no allegation of an adverse event. Retention test strips (304974) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification based on requirements of the regularly retention testing process. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.